Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room with low heart rate. Further investigation found that the patient's right ventricular lead had high out of range pacing impedance and was failing to capture. A temporary pacing lead was placed on (B)(6) 2020. The malfunctioning lead was capped and replaced on (B)(6) 2020. The lead was also found to be fractured. Patient had no consequences after the surgery.